Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Manufacturing date: february 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2016 to treat a hip fracture and an instrument malfunctioned during the case. While the surgeon was tightening the titanium trochanteric fixation nail system (tfna) set screw the screwdriver shaft broke in half into two (2) pieces. The broken pieces were retrieved from the patient. The surgeon used a torque limiting screwdriver to complete the procedure. No surgical delay or harm was reported to patient. The procedure was successfully completed. Concomitant device reported: tnfa set screw (part/lot unknown, quantity: 1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. One (1) 5mm hex flexible screwdriver (part 03.037.028, lot 9298606, mfg 24-feb-2015) was returned. A visual inspection and drawing review were performed as part of this investigation. The complaint was able to be confirmed at customer quality. The screwdriver was returned broken at the most proximal flexible segment. The balance of the device shows some wear and tear. The definitive root cause is unable to be determined; however, the complaint condition was most likely caused by overtorquing of the device. It is not likely that the design of the device contributed to this complaint. The returned instrument is part of the depuy synthes tfnadvanced (tfna) proximal femoral nailing system. It locks/unlocks the locking mechanism section of the nails (per technique guide). Product drawing was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.